Event description:
It was reported that the surgeon inserted the cc4204a collamer single piece lens before noting it had been damaged during loading. The lens was removed without any patient injury. The reporter indicated the cause of the event was a loading error.

Manufacturer narrative:
(B)(4). Evaluation codes results (other): visual inspection of the returned product showed the lens was returned in liquid, the optic was torn and a piece of the optic was torn off with a haptic plate. (B)(4).